Event description:
Event as reported: integrated 150 cc bag broke 3 times leaks at seams and tubing. Pharmacy tested the bag with water and found this to be the case. No patient injury reported. No patient injury occurred as a result of this complaint.

Manufacturer narrative:
The device was evaluated and the complaint was confirmed. The returned set leaked as reported. This is the only complaint that has been received for leaking at the bag seam for the listed lot numbers. No other complaints have been received in the last two years. These bag sets are 100% leak tested in process and monitored through burst testing. The manufacturer confirmed that the established process was followed when building the reported lot numbers. A definitive root cause could not be determined.